Manufacturer narrative:
Multiple requests were made for evaluation and resolution data without a response. Device evaluation data is not available. Therefore, the root cause and resolution cannot be determined. The reported problem cannot be confirmed. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device alarmed intermittently when charging to 220 min. Reported problem was found when the stuff is giving device maintenance. There was no patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.